Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. The clips were malforming/jamming in the jaws. A new device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.